Manufacturer narrative:
Manufacturer month and year april 2015. The system was evaluated by a field service engineer. The field service was able to confirm the vitrectomy error when attempting to duplicate it. The field service engineer replaced the vitrectomy valve and sensor manifold. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A surgery center reported an unplanned vitrectomy and aborted procedure with the compact intuitiv console. A description from the surgery center indicated during an unplanned vitrectomy procedure, a 340-error-pneumatic vitrectomy prime failure displayed during the priming of the vitrectomy cutter. The surgery center was not able to complete procedure. Although, attempts were made for additional information, the surgery center was not willing to provide additional information.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional: in initial report, the manufacturer year and month was only provided, however the full date is 04/16/2015. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.